Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient was hospitalized because the pump was not working. The patient was unwilling to provide additional information. This complaint is being reported because of the allegation that a pump malfunction caused the patient to be hospitalized.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.